Event description:
It was reported that a malfunction alarm occurred, identified by a software error. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the customer with resetting the pump which resolved the issue.